Event description:
The initial reporter received a questionable sodium electrode assay result for one patient's sample tested on the cobas pro ise analytical unit. The initial result from the analyzer is 144.2 mmol/l. The repeat result from another analyzer is 150.6 mmol/l. The customer was rechecking the analyzer's results, prompting a rerun. The initial result was deemed correct.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 14-dec-2026. The field service engineer inspected the analyzer and found buildup in the acrylic reference electrode. He removed the buildup and verified the sub-assembly with precision checks. The investigation determined that a hardware issue had caused the event. The investigation determined that the service actions resolved the issue.